Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 ¿ the end-user reported elevated bg up to 401 mg/dl since the prior night. The user changed their supplies in the morning, and insulin delivery resumed, but bg remained elevated for more than 90 minutes. Follow-up confirmed the user was using a cd steel infusion set with no visible damage to tubing or cannula. The issue resolved without additional intervention. No symptoms were reported.